Event description:
The patient experienced stimulation in the wrong location, nausea from the stimulation, and sensations of electricity shooting down her legs and arms. She also felt these sensations in her heart and shoulder while vacationing on a cruise ship. It seemed like she had to adjust her stimulation everyday; that after a few days the stimulation would get so high that it was uncomfortable. The patient turned her device off. The physician has not seen the patient and was not aware of the situation.